Event description:
It was reported that this defibrillator was part of a system revision due to infection with sepsis. Reportedly, the patient had (B)(6). The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The defibrillator was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.